Event description:
It was reported that the patient presented to clinic with the complaint of shortness of breath. The lead was functioning normally with no electrical anomalies. Cardiac perforation was observed on echo. Pericardiocentesis was performed to drain the fluid. Lead was explanted and replaced without any issue. Patient¿s condition was stable post-procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.